Event description:
It was reported that the patient presented in clinic. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing on the ventricular lead at the programmed settings. Programming changes were made to address the issue. There were no patient consequences.